Event description:
It was reported that wire broke through balloon material occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified peripheral artery. A 5.0 x 200mm, 150cm ranger (dcb) drug-eluting peripheral transluminal angioplasty catheter was selected for use. Pre-dilatation performed prior to use the balloon. However, the wire broke the balloon during mounting during procedure. A v-18 wire was used as a loading tool when advancing through the sheath. The procedure was completed using an alternate device. There were no patient complications as a result of this event.